Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the reported malfunction. The se found the lower graphic user interface (gui) liquid crystal display (lcd) panel to have a loose ribbon cable. The se re-connected the ribbon cable which resolved the malfunction. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator lower display became blank. There was no patient involvement.